Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the surgeon stated that he feels that the stiffness of staple lines created with the reinforced reloads is causing an increase in reflux in some of his patients. The product will not be returned because the product was implanted in the patient. The device was used in the patient.